Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have various scratches grip tip. Material is not missing from the surface of the grip tip. Components adjacent to this scratched main tube do not show damage. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had scratches on the black wire and on the tip. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: it was not certain if the wire was exposed due to damaged insulation. The cable was not intact or broken in half. It is unknown if there were any other (silver-non-energy) cables broken, frayed, or loose at the instrument wrist. It was not certain if there was a loss of cautery associated with the damaged cable. It was not certain if there were signs of thermal damage at the site of insulation damage. It was not certain if arcing was observed during the procedure. It was not certain if the instrument collided with any other instrument or tool during the procedure. It was not certain if there were problems removing the instrument through the cannula. The damage did not result in a fragment falling inside the patient's anatomy. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument is available for return to isi for evaluation. It was already sent out.